Event description:
It was reported that during a pta/stenting treatment procedure, the express biliary ld premounted stent dislodged from the delivery catheter. After unsuccessful attempts to cross the 80% stenotic target lesion in the superior mesentric artery, the stent embolized, but was successfully removed using a snare. The procedure was aborted. No pt injuries or complications were reported. The pt's status was reported as 'fine'.